Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since 01-jan-2015. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received left primary attune to treat end-stage degenerative joint disease. The patella was resurfaced and unknown was utilized. The surgeon noted the patient has some laxity with valgus stress after definitive implants were placed. The procedure was completed without complications. Patient received a left knee revision to treat instability with ongoing varus thrust. There was no reported product problem with the revised tibial tray, femoral component, or tibial insert. The patella was well-fixed and retained. The patient received a depuy attune revision knee. The procedure was completed without complications. Doi: (B)(6) 2016, dor: (B)(6) 2018, left knee.